Event description:
Caller reports patient tested 5.4 inr on the coaguchek s system and 3.9 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement sent.